Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during procedure on (B)(6) 2013 while inserting compression wire through far side slot with a various angle (va) drill guide by surgeon, it was found to be broken at removal. It was reported approximately 25mm was left in-situ. The surgeon did not find it to be an issue, and it was later removed and discarded. This report is for a 1.6mm compression wire 30mm thread/150mm length. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.